Manufacturer narrative:
This report is for unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: beirer, m. Et al, mid-term outcome following revision surgery of clavicular non- and malunion using anatomic locking compression plate and iliac crest bone graft, bmc musculoskeletal disorders (2017) 18:129, pages 1-8 (germany). The purpose of the study was to examine the use of anatomic locking compression plates already known for their good results in acute fracture treatment along with additional transplantation of an autologous bone graft as a promising surgical strategy in treatment of clavicular non- and malunions. Between january 2010 and july 2014, 14 consecutive patients (8 men, 6 women) with a mean age of 44 years (26¿67 years) suffering from 11 clavicular non-unions and 3 malunions respectively were enrolled in the study and treated using an iliac crest bone graft and the synthes® lcp superior anterior clavicle plate . It is assumed synthes locking or cortex screws were also used. The mean interval between surgery and follow-up was 27 months (range: 12¿44 months). Functional outcome was assessed using the age- and sex-specific relative constant score. A (B)(6) male had an avulsion of the anterior iliac spine which occurred on the 7th postoperative day. A (B)(6) female had an avulsion of the anterior iliac spine which occurred on the 15th postoperative day. In 5 of 14 patients, including the two mentioned above and also a (B)(6) female, (B)(6) male, (B)(6) female, the implant was removed on average 28 months (range 23¿35 months) after surgery. Main reasons for hardware removal were the patients¿ explicit request due to implant-associated skin irritation while carrying a heavy backpack or sensitivity to weather changes. The (B)(6) female who had hardware removal mentioned above also presented five weeks after implant removal as well as 33 months postoperatively, with a sudden onset of pain in her left shoulder during swimming. Radiographic control showed a re-fracture of the clavicle. This report is for unknown screws. This is report 4 of 10 for (B)(4). A copy of the literature article is being submitted with this medwatch.